Manufacturer narrative:
Section d10: references: product ID: 37791, serial#: unknown, product type: recharger. This regulatory report is being submitted, as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that patient representative (pt rep) reported. That for the past few months, patient (pt) had been struggling with poor coupling on the recharger. Pt rep said, they had to press the recharger antenna down over the implant to get a good connection, while charging the implant and this made charging the implant up take longer. Pt rep said, they were thinking it's been harder to charge the implant, because the implant was deep in the chest, but there had been no change to how deep the implant was from the past. Pt rep did say, that pt had fallen this past friday, but didn't hurt the implant. Pt did hurt their back. Pt rep mentioned, pt had seen hcp about 2 weeks ago and had not mentioned any of this to the hcp. A replacement antenna will be mailed to the patient. The issue was not resolved. Additional information was received, from the consumer who reported, that the fall was caused by the patient's low sugar, as the patient is diabetic. It was reported, that the replacement antenna made charging easier, but the patient still loses 25% within one 24 hour period.